Event description:
Ventral hernia repair, with kugel mesh, containing memory ring. Follow-up surgery 2008 open to release adhesion. In 2009 open to release adhesion. In (B)(6) 2010, open and laparoscopic to release adhesion. In (B)(6) 2011, thought I had another hernia, turned out the kugel mesh memory coil ring had broken and was bulging my abdomen. It was removed with scar tissue, trim patch, release adhesion. In (B)(6) 2011, scheduled kugel mesh explant and repair of umbilical hernia (from lap surgery 2010). Open surgery - expect multi-day hospitalization, minimum 8 week recovery within 2 weeks off from work. I am in good health other than kugel mesh problems that resulted from a ventral hernia. Constant pain and very irregular/unpredictable bowel movements. This problem has dominated my life for 5 years now. Currently am losing weight because eating is painful. The (B)(6) surgery should help reduce the pain but the original ventral hernia may still be there and we need to repair the umbilical hernia from the (B)(6) laparoscopic. So mesh may again have to be used. Depends on the amount of tissue growth. All of these surgeries post hernia repair also can create more adhesions and their on-going co...